Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during set restock, a design difference was noted in a 4-hole left standard titanium distal radius plate. There was no patient involvement. This report involves one 2.4mm ti va-lcp 2-clmn vlr dst radius pl 6h hd/4h shaft/rt. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.visual analysis of the returned sample revealed that there was no damage or defects with the 2.4 ti va 2clm vlr drp 6h hd/4h sft/rt. A dimensional inspection was conducted. Se_186789 rev d manufactured, was used as source of specification. The specified length of the plate was 70.4 mm +/- 0.8. The actual measured value was 69.98 mm. The 2.4 ti va 2clm vlr drp 6h hd/4h sft/rt was within specification according to se_186789 rev d. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was not confirmed as the observed condition of the 2.4 ti va 2clm vlr drp 6h hd/4h sft/rt. , would no contribute to the complained device issue. The design difference noted was due to a change in the length of the plate, however, it was revealed that the plate meets the requirements of the drawing in place when the device was produced. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.drawing/specifications reviewed, yes conformsdimensional inspection: conformsdevice historypart : 04.111.640,lot no :3146796,release to warehouse date: 31 march 2009,manufacturing site: mezzovico.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.